Event description:
Further information revealed that the communication issues were still present. The suspected 'flip' of the device was yet to be confirmed at time of this report. An x-ray was recommended to confirm whether the device had flipped. The patient reported intermittently getting four and six battery bars, but 'mostly got 0 or 2 bars of coupling.' The caller stated the battery appeared tilted and was a little deep in the pocket. Troubleshooting was performed to clear a power on reset to allow for normal recharging. The patient was redirected to her physician.

Event description:
It was reported there were coupling and communication issues. The implantable neurostimulator (ins) recharger was unresponsive. Screen was frozen on antenna locate screen. An over-discharge was suspected. Representative was attempting a "hard reset" of the ins as they thought the patient was over-discharged. It was also noted the reporter was unable to find a screwdriver to reset the recharger. It was reported the patient's last stimulation was 3-4 months prior because the patient was having difficulty charging. It was noted the patient wasn't using stimulation as "coverage wasn't good and patient thought coverage would change on its own". It was also noted it was suspected the ins had flipped. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information received reported that the patient's ins was not flipped per fluoroscopy and confirmed they had difficulty charging. It was noted that a power-on-reset (por) was performed followed by reprogramming of the ins to get better parasthesia to the patient's lower back. The patient was reported as doing better and was instructed to call the manufacturer's representative as needed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).